Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number : (B)(4); batch/lot number: 5029174; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.